Event description:
It was reported that the current electrogram (egm) has a pattern of a-pace/a-refractory/v-sense (ap/ar/vs). The newly implanted right atrial (ra) lead is showing no capture. Reprogramming the mode from aair to dddr to allow the intrinsic rhythm was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable defibrillator 2013 (B)(6); (B)(4) implantable defib lead 2013 (B)(6). (B)(4).